Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient claimed the therapy/ins was working intermittently since about 3 months ago. The caller stated they ran a battery check with the ins 6 months ago and it showed a range of 13-25 months. The caller ran another battery check the day of the call and the result was the same 13-25 months. The caller indicated that the battery check section did not include the indication that the calculation was for a new stimulator. The caller stated the patient complained of the intermittent therapy and the caller thought that it was a result of the batter nearing end of life. The caller asked if there was a problem with a group of batteries manufactured during a specific time frame. It was reviewed that there was not, and the battery estimate was an estimate and different parameters may result in the same calculation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the cause of the ins working intermittently was not determined and nothing was done to resolve it as they didn¿t know the cause of the numbers. The rep noted the patient was sent home, and the ins working intermittently had not been resolved. No further complications were reported.